Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2020. (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the transfer set; further described as ¿the patient could not get the transfer set to disconnect from the patient line¿. This was observed during use of peritoneal dialysis therapy. It was further reported that ¿the dark blue part was not fully glued to the rest of the transfer set and it came undone" (female connector separated from mainbody). The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.